Event description:
It was reported that increased capture thresholds were observed on the right ventricular (rv) lead, and no capture was present on the left ventricular (lv) lead during a follow up visit in clinic. The rv lead was repositioned (B)(6) 2025 successfully confirmed via a chest x-ray while the lv lead was confirmed to have dislodged visually and was explanted and replaced successfully. The patient was programmed to rv pacing only for the procedure as the patient had a slow escape rhythm to ensure capture. Patient anatomy was a suspected factor in the lv lead dislodgement. The patient was stable before, during and after the procedure.